Event description:
It was reported by service report that the litter on the stretcher could not be pumped up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pump pedal weldment.